Event description:
The patient reported "extreme pain" while the device is on. The patient has not changed the programs on the transmitter assembly and uses therapy for 15 hours per day. The programs on the transmitter assembly were changed and as of(B)(6) 2025, the patient is not experiencing extreme pain anymore and the issue was resolved.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Device migration, the patient having a non-curonix device implanted, the patient having contraindicating conditions, and severe force applied to the implant (patient fall, accident) have been ruled out. However, after the programs on the transmitter assembly were changed, the issue was resolved. The stimulator is used to treat pain. The cause of the "extreme pain" is due to programming parameters as the issue was resolved after the programs were changed on the transmitter assembly (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.